Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the both pigtails of stent had broke off.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inappropriate package design". The device was used for treatment purposes, however, it is unknown if it had met all relevant specifications or resulted in the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the both pigtails of stent had broke off.